Event description:
It was reported that the user experienced recurrent postprandial hyperglycemia while using the ilet system, with meal announcements generally documented and no noted infusion site issues; glucose levels were steadier during recent travel with reduced intake, but prior patterns showed regular highs. Symptoms included elevated blood glucose. Outcomes included need for additional training. Investigation included review of uploaded reports and discussion of device use. Investigation of this case revealed no alarms or device malfunctions reported and no confirmed infusion set or component issues, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.